Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager door does not want to unlock to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) door was failed to unlock. The field service engineer (fse) had responded to reports of frequent and intermittent failures of the smart remote manager. Upon arrival, no storage space failure icons were present on the application (version 1.5.2.1). A visual inspection of the micro switch sensors on the smart remote manager latch revealed oxidization between the connectors. The fse replaced the micro switch sensors, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager door does not want to unlock to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.